Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output and an adverse event on (B)(6) 2016. Patient states that the receiver did not sound when she hit her low and she passed out. The patient's husband found her passed out and gave her a glucagon shot. Additionally, the patient tested the receiver's alarms and they did not work. At the time of contact, the patient was in good condition. No additional event or patient information was provided.